Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot number. The product investigation could not identify a root cause. (B)(4).

Event description:
A surgeon reported a patient with blurry vision and anisometropia following intraocular lens (iol) implant surgery. Additional information received from the surgeon indicated the lens was exchanged for the same model with 1.5 diopters less in power.